Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump's infusion amoutn doesn't match the programmed rate. There was no reported injury or adverse events.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Examination showed the device in good condition. The device was given delivery testing using several time increments and infusion volumes. The testing showed the device delivered within specifications. The device event history log was downloaded and examined. The last infusion showed the total programmed syringe volume was 23 ml; however the user did not pull syringe plunger back to 23 ml (syringe plunger only pulled back to 22.4 ml). The total syringe volume and programmed total syringe volume did not match due to user handling.